Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was recorded as high. Ketone level was high and was identified as dangerous by a healthcare provider. An insulin injection was administered to address elevated bg. There was no injury to the customer. The customer continued to use the pump for insulin therapy.